Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section e initial reporter facility name. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-jul-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biometric identifier was not working intermittently. A field service engineer troubleshot an issue where biometric identifier was not powering on and found a loose usb cable. The usb connection to the biometric identifier was reseated and reconnected. The station was rebooted and tested successfully. The system functioned as intended after the field service engineer assisted the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, the bioid is not working intermittently. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient and the resulting delay in dispensing medication. There were no adverse events or injuries reported due to this event.

Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, the bioid is not working intermittently. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient and the resulting delay in dispensing medication. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.